Event description:
Country of complaint: (B)(6). During the procedure the instrument is disassembled. The black ring with the red circle detached from the handle and it came off inside the valve of the trocar.

Manufacturer narrative:
Evaluation on-going at manufacturing site.